Event description:
As reported, the patient underwent an initial right tka in 2013. The patient presented back with complaints on their knee, including pain. The poly in the knee is a recalled poly, size 2 cr slope ++ 9mm. The patient underwent a poly swap and patella swap on (B)(6) 2023. The patient was revised to a size 11mm crc poly for sz 2 and a 32mm round 3 peg cemented patella. There was no reported breakage of a device, and a 15-30 minute delay.

Manufacturer narrative:
Pending investigation. Concomitant medical products: cr insert size 2 slope ++ 9mm, cr femur cemented sz 2, cemented tibia 2f/2t, patella - unknown size.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.